Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump alarmed blockage detected. According to the patient the site of insertion is changed every one to two weeks. The patient reported a brown area. At the insertion site there is no pain or swelling. The patient reported more pain when using the right side of the abdomen. No emergency intervention or adverse events were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).